Event description:
It was reported post cardiac angiography, angioplasy and left anterior descending artery stent placement, a 6f angio-seal sts plus device was used to seal the right femoral arteriotmomy site. Hemostasis was not achieved, a femstop was applied and palpable distal pulse were present. The pt developed a hematoma and distal pulses were lost. A femoral angiogram via the left femoral artery revealed a filing defect in the right popliteal artery causing restricted blood flow. An intervention attempt was made to correct the flow, but the guidewire could not pass the artifact. The pt underwent a right popliteal embolectomy in surgery. A#3-4 fogarty catheter could not be passed below;an arteriostomy was created below the right knee and the obstruction was removed. The artriotomies were closed with a hemashield finesse patch; distal pulses were restored. The following day protamine was given to stop the pt's enlarging right groin hematoma; the hematoma stabilized, echymosis was present and the right foot was warm with pulses. The pt was reportedly recovering. Two paper print picture were provided with the incident and appear to be the removed obstruction from the right popliteal artery; the surgeon stated this specimen to be embolized closure device. The components are consistent with a deployed angio-seal device. The product will not be returned.